Event description:
It was reported that the fiber leaked light during the vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tir was misaligned with the firing window, indicating a glue failure. Additionally, the fiber was bent proximally to the fusion zone, which confirms the 'fiber leaked light.' The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber.the reported allegation was not confirmed. The metal cap exhibited severe debris adhesion on its surface, which is indicative of heavy tissue contact during use, and can partially or completely impede fluid flow used for cooling thereby causing the glue at the metal cap to fail. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. It is likely that the interaction between the user and device, or sample, caused or contributed to the error. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber leaked light during the vaporization of the prostate procedure, and the fiber was forward firing. The procedure was completed with another device. There were no patient complications.